Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been recharging the ipg more frequently than normal. On one instance, the pt had to recharge after five days. Longevity calculations revealed the pt needed to recharge after 12 days. The pt was reprogrammed and will f/u with his physician.